Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer¿s stylus would not align with the cursor. It was indicated that the connection between the overlay and printed circuit board (pcb) required a reseating. It was not confirmed that the printer would not work. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus would not align with the display cursor and could not be calibrated. It was also reported that the printer did not work consistently. The programmer was returned for service. No patient complications have been reported as a result of this event.